Event description:
Customer reported that discordant sodium (na) and potassium (k) results were generated by the dimension exl with lm. The results were not reported out of the laboratory. The sample was retested on this same system and another system; the results matched and were within expectation. There were no reports of adverse health consequences or known patient intervention due to the discordant results.

Event description:
Customer reported that discordant sodium (na), chloride (cl) and potassium (k) results were generated by the dimension exl with lm. The results were not reported out of the laboratory. The sample was retested on this same system and another system; the results matched and were within expectation. There were no reports of adverse health consequences or known patient intervention due to the discordant results.

Manufacturer narrative:
The customer performed system maintenance before contacting siemens healthcare diagnostics. The customer reports using a swinging bucket centrifuge and only spinning for 4 minutes for sample preparation versus the tube vendor's recommended centrifugation time of 10 minutes to obtain a clean sample. Siemens healthcare diagnostics recommends that the customer follow the tube manufacturers' recommendations for proper centrifugation times and speed. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
On (B)(6) 2012, siemens became aware of information not listed on the initial report 1226181-2012-00174.